Manufacturer narrative:
This event occurred between (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked. The exact location of the leak was not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: (B)(4), 2018 - (B)(4), 2018. The device was received for evaluation containing approximately 80ml of fluid in the bladder. Visual inspection using the naked eye found no evidence of a leak either inside or outside of the returned device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.